Event description:
The purchasing agent for the hosptial reported the dermatome was cutting at a different skin thickness than was set. The device was used on a patient. Although no injury was reported, the dermatome did not function as desired.